Manufacturer narrative:
(MFR name, street 1, MFR city, country code, postal code), (UDI), (fax number, phone number), (first and last name, email), (phone #). Evaluation summary: one sample was returned for evaluation contained in a plastic bag without its original unit pack. Visual examination shows that the unit is contaminated and there is evidence of stick tape at the depth marking. Further examination of the inflation system shows no sign of water in the pilot balloon assembly, inflation line and cuff body. The returned unit was inflated and leak tested under water. No leakage was detected. The reported defect could not be detected on the sample returned for evaluation. The most probable root cause is a humidifier was not used in conjunction with the tubing and ventilator. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during cuff deflation while removing the tube from the patient, water pooled in the pilot balloon. The water was able to be withdrawn prior. A cuff pressure meter was used to control the cuff pressure. The issue was not noticed at the time of cuff pressure check. The customer reported that patient did not require reintubation.